Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing 'under-delivering' was not reproduced. Evaluation observed and tested the pump for the flow accuracy testing and found the device to deliver within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was under delivering. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.